Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce multirate infusor experienced a "balloon" leak inside the device during filling. There was no patient involvement and, therefore, no patient injury or medical intervention. No additional information is available at this time. This is report 3 of 3 with the same reported problem from this facility.